Manufacturer narrative:
The customer reported filter leakage 3 hours into use, and returned the used sample. The sample was visually inspected for any defects, and none were found. The sample was then primed with water, and leakage was noticed right away from both air vents. The sample was then sent for further evaluation to the filter supplier. The supplier investigation confirmed the leak from the air vents, but was able to restore the vents to their hydrophobic qualities through internal processes. This means the filter did not leak after the cleaning process, and it rules out any manufacturing error with the filter. The root cause could not be determined. Potential scenarios exist where the end user may infuse drugs/solutions into the filter that can weaken or compromise the hydrophobic properties of the air vent, such as low tension fluids like alcohol and lipids. Device history record review for model 10013902 lot number 23039088 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set leaked three hours into the taxol infusion. The following information was provided by the initial reporter: "issue description: quality complaint ¿ leaking. Occurred during patient use. Almost at the end of taxol infusion--three hrs into taxol infusion- patient felt her sleeve was wet -called rn right away infusion stopped the filter had to be switched to a new one¿ no impact on patient. Occurrences: 1... Response received 23 aug 2023: was there any damage observed on the filter that causing the leakage? No. How was the patient outcome? No harm to patent . Are there any clinical signs, health consequences or impact? No. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.